Manufacturer narrative:
(B)(4). Concomitant products: guide wire: starter bsci; sheath: radifocus terumo 6f 11cm. No pre-dilatation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the omnilink elite instructions for use states: pre-dilate the lesion or stricture with an appropriate size balloon dilatation catheter to closely match the lumen diameter proximal and distal to the lesion or stricture. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a lesion in the mid common iliac an omnilink elite stent system was advanced via direct stenting without resistance through a 6f non-abbott sheath. The intention was to place the stent in a kissing stent procedure in a non-stenosed contralateral common iliac branch to protect and keep the lumen of the artery. During balloon inflation, the stent slipped over the tip of the balloon and off the catheter. The omnilink elite stent system was removed. A 4x40 mm non-abbott balloon catheter was advanced inside of the lost stent and inflated at 2-3 atmospheres. As the stent was still crimped down, the physician was able to pull back the omnilink elite stent to the intended position and expand the stent by inflating the non-abbott balloon catheter to the maximum possible diameter. As the stent was slightly fixed in the artery, the non-abbott balloon catheter was withdrawn from the patient anatomy and the omnilink elite stent system balloon was advanced to perform dilatation to the intended 8 mm diameter. A second intervention was then performed to treat stenosis at the other side of the iliac bifurcation using a second omnilink elite stent without any issues. There was no adverse patient effect and the patient left with a good result. There was no reported clinically significant delay in the procedure. No additional information was provided.